Event description:
Pump was reported to have a cartridge change error. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was guided by technical support to remove the cartridge, inspect the o-ring, and clean the pneumatic tap area. After following the on-screen instructions, the customer was able to successfully load the cartridge and resume insulin delivery. No cartridge replacement was necessary, and the customer was advised to monitor system performance.